Event description:
It was reported while testing for sars cov-2 ten (10) false positive results were obtained over various unknown dates. Repeat tests were performed using either the pcr method or the cepheid genexpert method. Upon repeat, the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
H6: investigation summary : this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082, batch number 0245455, 0289418, 0290033, 0289148). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr investigation and retain testing were performed on the batch number provided and the complaint is not confirmed. Photographs were also provided but did not confirm the complaint. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) #1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 245455. Medical device expiration date: 2020-12-28. Device manufacture date: 2020-09-11. Medical device lot #: 289418. Medical device expiration date: 2021-02-02. Device manufacture date: 2020-10-23. Medical device lot #: 290033. Medical device expiration date: 2021-02-02. Device manufacture date: 2020-10-23. Medical device lot #: 289148. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 289148 was reported, however, this is not a lot# manufactured for this product #. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 ten (10) false positive results were obtained over various unknown dates. Repeat tests were performed using either the pcr method or the cepheid genexpert method. Upon repeat, the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).